Manufacturer narrative:
The device was received by the resmed (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device display message, power failure and unexpected restart alarms were triggered as designed due to a depleted internal battery. There was no fault found with the returned device. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a message to initiate the user/caregiver to take action. During the service center evaluation of the device logs, a power failure and unexpected restart were also observed. There was no patient injury reported as a result of this incident.